Manufacturer narrative:
(B)(4). Review of the evaluation has determined that the observed depressed battery pins would not effect the dc operation of the device and this complaint will be determined to be not reportable  this MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-00279 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the damaged battery contacts, which were confirmed through observation. Evaluation found that 1 of 8 (1 positive) battery contact pins were fully depressed and unable to rebound as designed. Evaluation also found 1 negative pin to have signs of corrosion. This failure mode did not affect dc operation. There was also signs of fluid intrusion on the battery contact pins and rear case. The rear case assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump had damaged battery contacts. It was also reported there was no patient involvement.